Event description:
As reported, during preparation for an unknown procedure, the tip of a beacon tip torcon nb advantage angiographic catheter separated. The technician flushed the device and sat it down. When the physician requested the device, it was noted that the tip was not attached. The procedure was completed with a different catheter. The device did not make patient contact, as this event occurred on the back table. There were no adverse effects reported due to this occurrence.

Manufacturer narrative:
E3: occupation: ir tech. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during preparation for an unknown procedure, the tip of a beacon tip torcon nb advantage angiographic catheter separated. The technician flushed the device and sat it down. When the physician requested the device, it was noted that the tip was not attached. The procedure was completed with a different catheter. The device did not make patient contact, as this event occurred on the back table. There were no adverse effects reported due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of related final lots manufactured by the same operator showed a related complaint with the same failure mode. The product IFU states, ¿upon removal from package, inspect the product to ensure no damage has occurred¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence that the device was manufactured out of specification. A review of related final lots manufactured by the same operator showed a related complaint. A nonconformance investigation was opened to further investigate these events. A containment was placed on this device lot. Based on the information provided and the results of the investigation, cook concluded that a manufacturing deficiency caused this incident. A non-conformance investigation has been opened to investigate this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.